Event description:
Erratic blood glucose readings. The customer rec'd a reading of 523 mg/dl and then a reading of 134 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not adjust her medication or allege any adverse event. The strips are to be returned for evaluation, and replacement strips will be sent.